Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that user's complaint. The device failed the leak test due to leak observed on the biopsy channel, and the stiffness control area. The bending section cover glue was cracked. There were scratches and dents noted on the insertion tube. There were play or looseness noted on the control knobs. The device was visually inspected and multiple frayed wires were found at the bending section. If additional information becomes available at a later time, this report will be supplemented. Investigation is still ongoing and when additional information becomes available, this report will be updated accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It was reported that during reprocessing, a minor leak and stiff switch with 0 position was noted. No patient injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to MDR# 8010047-2020-05395. The OEM conducted an investigation of the reported malfunction "insertion tube braids or bending mesh protrude outward". However, after review it was confirmed that the internal bending cover mesh wires were sticking out of its position but did not protrude outside of the external bending cover. Therefore, the malfunction "frayed wires of the bending section mesh" was determined to be non-reportable malfunction.